Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported user advisory (ua) 41 error message. The autopulse platform worked as intended. Per the customer, the autopulse platform was usually stored in the ambulance unit. An ambulance sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours will increase the internal temperature of the autopulse platform and cause the occurrence of the user advisory (ua) 41 error message. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The autopulse platform passed the initial functional testing without any fault or error. Observed the sensor response respectively to the temperature increase/decrease. A review of the archive data showed multiple user advisory (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. The patient contact surface temperature sensor was outside of the normal range of 45°c during the power-on-self-test or the take-up. As a precautionary measure, the temperature sensor cabling and power distribution board (pdb) were replaced, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 18 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During the device check, the autopulse platform (sn (B)(4)) was placed on the table and the platform displayed user advisory (ua)41 (patient temperature sensor failure) error message upon powering on. The error could not be cleared. The platform is normally stored in the ambulance. No patient involvement.